Manufacturer narrative:
The broken patient circuit was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the patient circuit (adult, passive) broke at the "whisper swivel" during patient use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to contact the reporter in order to obtain additional information, however, no response has been received.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section d4, model #, of the initial medwatch report stated: prt-00797-001. Section d4, model #, of the initial medwatch report should have stated: adult, passive, heated, oxygen, blue.